Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose with blood glucose level at 54 mg/dl. Customer took glucose tablets to treat low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event with auto mode feature. No further customer complications were reported. The insulin pump will not be returned for analysis.

Event description:
Updated summary the device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Customer returned pump for alleged harm reported, with no allegation of device deficiency and low bg found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, active current test, and sleep current test. Pump failed screen test portion of self test due to pump error 63. Successfully downloaded history files and traces using thus. Pump error 63 variable 3 was noted in the history download on (B)(6) 2023 at 12:36:44.00 due to loosen solder joints on the u1 chip on keypad assembly. Pump was cut open for visual inspection and found dried insulin in the pump and moisture damage on pcba 1 and pcba 2. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Pump did not pass the full drive test and full functional test due to pump error 63. Unable to confirm low bg. In summary, pump error 63 was confirmed in the history files and through visual inspection where loose solder joints were found on the u1chip at the keypad assembly. Pump failed self test due pump error 63. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.